Event description:
A facility reported that the mayfield triad skull clamp (a1108) had a slippage. No information on patient involvement, injury, or surgical delay has been provided. Additional information has been requested.

Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation of the returned unit was unable to duplicate slippage. The skull clamp does have some lateral movement, but when the clamp is properly positioned and put under pressure, it would not move. Further, since patient injury was involved, the unit was sent to quality engineering (qe) for further investigation due to being certain if it was involved in a patient injury or not. Qe has confirmed the findings of the service & repair report with no additional device deficiencies observed. Root cause - evaluation found no device deficiencies that would have contributed to the reported complaint. Probable root cause of the reported complaint is improper or suboptimal placement of the skull clamp on the patient. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.